Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported issue was confirmed. The direction of flow label was observed to be missing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. The reported condition was verified. Case shimming will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a missing direction of flow label. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.